Event description:
Baxter reported "malfunction clamp after 1 month of use" with a transfer set. Per affiliate, the clamp will not stop the liquid when in the closed position. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.